Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime/compromised force sensor system test, and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched lcd window, cracked case at display window corners, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error alarm during a bolus. Customer's blood glucose level was 241 mg/dl. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.